Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that after a non-abbott stent was deployed in the right femoral artery, the balloon ruptured during the second inflation (post-dilatation) at 14 atm. The vessel was reported to be moderately tortuous with a restenosed lesion. A non-abbott balloon was used to complete the procedure. The physician commented that the rupture occurred when coming in contact with the deployed stent. There were no reported pt sequelae. No additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.